Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a cracked keypad overlay.the pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file.the formatted history file lists data from (B)(6) 2023 to (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 2 days prior to the event date (B)(6) 2023 in the formatted history file. Pump error 38 alarm during the rewind test was recorded and found in the formatted history file on: on (B)(6) 2024 12:08:24.000 on (B)(6) 2024 12:09:47.000 the pump was cut open to perform visual inspection and found a corroded motor home switch. Corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. A test motor was used and continued the rewind test.the pump passed the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4) . The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the keypad overlay (buttons) of the pump. Pump error 38 alarm during the rewind test was confirmed due to a corroded motor home switch.during visual inspection, corrosion was also found on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported crack in pump at buttons. Troubleshooting was performed. No harm requiring medical intervention was reported. Customer will discontinue to use the pump and insulin pump was returned for analysis.